Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review cannot be conducted. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 250 ml of fluid in the reservoir. The reported condition of a "flow rate failure" was confirmed. Visual examination of the unit showed no signs blockage or abnormality in the delivery tubing or the bladder that could have caused the reported problem. A functional test was attempted on the unit, but flow was not observed. Force priming was also attempted and still no signs of flow were observed. Subsequent microscopic examination of the luer showed evidence of crystallized drug blocking the fluid pathway the root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an infusor had a "flow rate failure" during patient use. The device was filled with 3570 mg fluorouracil. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.